Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 MDR's filed for the same event (reference 1825034-2014-00958 / 00959).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, or excessive unusual and/or awkward movement and/or activity.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent a total left hip arthroplasty on (B)(6) 2007. Legal counsel reports patient allegations of pain, discomfort, dysfunction, soreness, loss of range of motion, and elevated metal ion levels. Subsequently, patient was revised on (B)(6) 2012. Legal counsel further reported that it was noted during the revision procedure that the acetabular component had more fibrous ingrowth rather than bony ingrowth. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records reveal left hip revision performed on (B)(6) 2012 was due to pain. The patient's operative report noted the acetabular component had more fibrous ingrowth rather than bony ingrowth.

Event description:
Legal counsel for the patient alleges that patient underwent a total left hip arthroplasty on (B)(6) 2007. Legal counsel reports patient allegations of pain, discomfort, dysfunction, soreness, loss of range of motion, and elevated metal ion levels. Subsequently, patient was revised on (B)(6) 2012. Legal counsel further reported that it was noted during the revision procedure that the acetabular component had more fibrous ingrowth rather than bony ingrowth. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.